Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported in a letter to a surgeon from a pa: "it is now 4 and a half years since his left proximal humeral replacement, 3 years since his revision for loosening and 18 months since his revision surgery for faring of the bearing. All was going brilliantly well until october last year when he leant down to put a log on a fire. He heard a loud pop and hasn't felt the same ever since. He has had one or two episodes where he thinks the shoulder has dislocated. Most days he still has good function. X-rays show the implant to be in joint but he has managed to break the cerclage wire which is part of the barring mechanism."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. Corrected data : d1 from unknown proximal humerus to retaining ring. D4 from pin 20602 to hblrr-d26. Additional manufacturer narrative . Reported event: an event regarding crack/ fracture involving a met proximal humerus, retaining ring was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: no x-ray images or medical records were received for review with a clinical consultant. -device history review: could not be performed as no batch information was not provided. -complaint history review: could not be performed as no batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Siw will continue to monitor for trends.

Event description:
As reported in a letter to a surgeon from a pa: "it is now 4 and a half years since his left proximal humeral replacement, 3 years since his revision for loosening and 18 months since his revision surgery for faring of the bearing. All was going brilliantly well until october last year when he leant down to put a log on a fire. He heard a loud pop and hasn't felt the same ever since. He has had one or two episodes where he thinks the shoulder has dislocated. Most days he still has good function...x-rays show the implant to be in joint but he has managed to break the cerclage wire which is part of the barring mechanism." Update (B)(6) 2020 - the device is a mets proximal humeral bearing liner with retaining ring.